Event description:
It was reported that the implant at tooth site #4 was removed as the patient had an allergic reaction to it. Allergic reaction to implant. Symptoms as a result of the event: pain & inflammation.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided.